Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed reddish material and a hole in the pebax. The magnetic and force features were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The blood found inside the pebax area may contribute to the force and magnetic issue issue. A manufacturing record evaluation was performed for the finished device [31173511l] number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).